Event description:
Had the essure implanted in (B)(6) 2013 in a doctors office with no anesthesia. Had left side pain and horrible bleeding and pain. Bleed from (B)(6) 2012 (had my baby) to (B)(6) 2014. Hcg test in (B)(6) 2013 showed right was blocked but left had perforated my left fallopian tube (this is the painful side). (B)(6) 2013 surgery to fix the left tube and put a clamp on it, did a d&c to see if that would help with the bleeding but didn't. Continued to bleed and have pain. Switched doctors and (B)(6) 2014 I had my essure removed along with my tubes, my left essure was perforated thru my fallopian tube and was growing into my abdominal wall, he also did a uterine ablation to help with bleeding but that didn't help either. Continued to have heavy bleeding and pain on the right side this time. Come to find out I had a piece of essure stuck in my uterus. (B)(6) I had a (lavh) hysterectomy but left ovaries. On (B)(6) had to go back to ER for an infection and on (B)(6) went to ER for hemorrhaging and on (B)(6) 2014 I had to go back into surgery for my vaginal cuff opening.